Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined and the foreign material could not be identified. However, it is likely the foreign material remained on the device because there was a deviation in reprocessing from the instructions for use (IFU). It was noted that the user did not wipe/brush the air/water nozzle with a clean lint-free cloth, brush, or sponge. This event is preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material in the nozzle. There were no reports of patient involvement.